Event description:
In 2007, the lay patient contacted lifescan (lfs) another country, alleging that her one touch ultra 2 meter read inaccurately high. The patient usually tests her blood glucose twice a day. She said she has been generally unwell during the past 3 weeks and was unsure if it was due to high blood glucose with other health problems. Her normal regimen is humalog insulin, 14 units in the am and 16 units at lunchtime and dinnertime and lantus insulin, 20 units at night. On the same day at 7:30 am, she obtained a high glucose reading > 33.3 mmol/l. The one touch ultra 2 meter displays "warning high glucose above 33.3 mmol/l". She said she felt unwell with a rapid heartbeat at the time of concern. The patient had spoken to her physician for advice after obtaining the result. She ate breakfast and took insulin at 8:45 am as her physician had advised. The patient retested her blood glucose at 11:00 am, approximately 2 hours after eating and presumably taking 14 units humalog insulin. The lfs meter reading at 11:00 am was once again "high". The patient called her doctor again and was advised to take an additional injection of 10 units humalog insulin. At 12:00 pm she obtained a result of 22.6 mmol/l. The lfs another country's customer service representative (csr) noted that the patient tested with expired test strips (exp. 08/2005), which can cause inaccurate readings. The patient retested over the phone with the csr at 12:15 pm using in date test strips and obtained a result of 3.7 mmol/l while trembling and having a dry mouth. She ate her lunch after receiving the 3.7 mmol/l reading. The csr followed up with the patient and learned that she had also taken her usual lunchtime 14 unit dose of humalog insulin. She said she continued to experience symptoms of hypoglycemia after lunch and she treated herself by eating cake, a biscuit and tea. She tested again at 3:00 pm and obtained a result of 9.1 mmol/l. The patient told the csr she could not be sure if she tested with the expired test strips when she obtained a two "high glucose" results at 7:30 and 11:00 am. The csr advised the patient to always ensure her test strips are in date and to inform her doctor that she had tested with expired test strips. No products were replaced. The complaint is reported because the patient allegedly obtained inaccurately high readings in the lfs product while testing with expired test strips. She claims she took additional insulin based on the lfs meter readings and later experienced symptoms that suggested hypoglycemia and a hypoglycemic reading using in-date test strips.